Event description:
Customer reported that the insulin pump returned a motor error alarm during bolus. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 158 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.